Event description:
During revision surgery, the poly would not completely seat into the tray, resulting in a 30 min delay to the surgical procedure.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.